Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the tube clamp procedure, the user reported that the tube clamp assembly malfunctioned. The user turned the tube clamp knob and the tube clamp did not move. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.